Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr sheared off the wire. The physician stated that the burr came in contact with the radipaque portion of the wire, damaging it. No pt injuries or complications were reported. Additional info has been requested regarding this event.